Event description:
The user facility alleges at least one event of the oxygen line disconnecting from the resuscitator housing in the last 1-2 years. There was no reported pt compromise for this alleged event.